Event description:
It was reported that this electrode delivered an inappropriate shock due to oversensing of noise. Technical services was consulted and provided troubleshooting recommendations. Besides the isolated inappropriate shock, no other adverse patient effects were reported. This electrode remains in service.

Event description:
It was reported that this electrode delivered an inappropriate shock due to oversensing of noise. Technical services was consulted and provided troubleshooting recommendations. Besides the isolated inappropriate shock, no other adverse patient effects were reported. This electrode remains in service.

Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode delivered an inappropriate shock due to oversensing of noise. Technical services was consulted and provided troubleshooting recommendations. Besides the isolated inappropriate shock, no other adverse patient effects were reported. This electrode remains in service. Additional information received indicates the s-ICD system was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Therefore, laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode delivered an inappropriate shock due to oversensing of noise. Technical services was consulted and provided troubleshooting recommendations. Besides the isolated inappropriate shock, no other adverse patient effects were reported. This electrode remains in service. Additional information received indicates the s-ICD system was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.